Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's pump was explanted because it was rejected by her body and she felt that "it will explode". No further issues were reported or anticipated.